Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 600 mg/dl. The customer stated that he had a bent cannula. Troubleshooting was performed for the bent cannula. The bent cannula occurred on the first day of use. Customer was advised to change the infusion set. The customer declined troubleshooting for the high blood glucose level. Customer reported that he treated with manual syringes and once he got it under control, he changed his infusion set. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.